Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad is peeling and all keypad buttons are intermittently unresponsive. The patient reportedly wears the pump in a case on a belt, and does not clean the pump. There was no reported patient impact associated with this complaint. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported because it is unknown if the peeling keypad occurred prior to the reported responsiveness issue or not.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn at the ok button to the up arrow button exposing the ok and down arrow button contacts. On testing, all the keypad buttons responded properly. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons. The contacts were misaligned on the up arrow, down arrow and ok buttons.